Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve operator being defective. Additional malfunction was the heat exchanger leaking.